Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: a2dr01 ipg, implanted (B)(6) 2016. (B)(4).

Event description:
It was reported during the device change that after connecting the patient's right atrial (ra) lead, low ra pacing impedance was measured. This result was repeatable. A venogram along with patient age produced minimal options for implanting another ra lead so the current lead was used and the impedance will be monitored. No patient complications have been reported as a result of this event.